Event description:
It was reported that the venous probe is not being recognized by the cardiohelp unit. The cardiohelp was exchanged during treatment. No harm to any person has been reported. Complaint ID:(B)(4).

Manufacturer narrative:
It was reported that the venous probe is not being recognized by the cardiohelp unit. The cardiohelp was exchanged during treatment. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The fst verified that the venous probe was not taught to the affected cardiohelp. The venous probe was re-taught. Further, the venous probe cable was replaced as a precautionary measure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the reported failure could not be confirmed on the date of event. According to the fst, the most probable root cause was that the venous probes were switched between cardiohelp units. However, venous probes are adapted to a specific cardiohelp and are not supposed to be swapped. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. The device was manufactured on 2022-05-13. The review of the non-conformities has been performed on 2024-05-27 for the period of 2022-05-13.to 2024-05-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "venous probe is not being recognized by the cardiohelp unit." Could be confirmed, but its not related to a malfunction of the cardiohelp. As the cardiohelp was exchanged during patient treatment, and therefore the therapy was interrupted for a short moment, which is a potential risk to the patient this complaint is considered as a reportable event. In order to avoid reoccurrence of the reported failure, the customer was informed by the getinge sales and service unit (ssu) that the venous probe on each cardio help is not interchangeable between other units. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.